Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of pinnacle cup impactor broke off and became stuck inside pinnacle cup implant.

Manufacturer narrative:
Examination of the returned devices confirms the reported event. The impactor is in poor overall condition and the male threads of the impacter are cold-welded into the female threads of the cup. This type of damage is typically caused when the item is impacted when not fully threaded into the mating item. The load of the impact is transferred to the threads rather than the shaft. There are numerous heavy impact marks to the collar and base of the shaft. The instrument appears heavily used. The root cause is wear out secondary to user error. Based on the performed investigation, the need for corrective action has not been indicated